Manufacturer narrative:
Pharmacovigilance comment: pb (B)(6) 2013, the events parosmia, vision blurred, blood pressure decreased, mental disorder, shock assessed as serious and possibly related.

Event description:
This spontaneous case was rec'd on (B)(4) 2013. A female patient was applicated with sculptra for her cheek on (B)(6) 2013. When applicated, she complained feeling smell of medicine with her nose and vision blurred. The doctor (reporter) recognized sudden drop of blood pressure and mental disorder. The doctor immediately stopped application of sculptra and administered dexamethasone (IV infusion) and treated for shock. Doctor (reporter) recommend her to take medicine and receive medical treatment regularly for f/u. Outcome: recovered after treatment. Concurrent disease: unknown. Concomitant medicine: unknown. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4).